Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed with an unknown balloon. The 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion. The 2.5 x 18 mm xience xpedition sds was then advanced without issue and the stent was implanted successfully. During removal, resistance was noted with an unknown 300cm guide wire, and the sds catheter was pulled off the guide wire, and became stretched. It was noted that the resistance was due to the guide wire being dry. No other device was used with the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulties removing the guide wire were unable to be confirmed however the stretched shaft was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.